Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Imaging was challenging during the procedure. An xt clip was inserted and advanced into the left atrium (la). It was noted when in the la, the height was low, and the clip was already on the mitral valve after applying m-knob. While rotating the clip to a perpendicular position, it was observed the clip dove into the left ventricle (lv). The clip was rotated more and became caught in chordae. Troubleshooting was performed and the clip was able to be retracted back into the la. However, a chordal rupture occurred, resulting in a flail. The clip was implanted in the area of the flail, but mr remained at a grade of 3-4. No additional clips were implanted, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported sleeve steering issue, difficult to remove from anatomy, and difficult imaging were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported unchanged mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.